Manufacturer narrative:
Additional, changed, and/or corrected data: b1.

Event description:
Patient reported a right side deflation. Healthcare professional later confirmed a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Device has been explanted.

Event description:
Patient reported a right side deflation. Healthcare professional later confirmed a right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed two openings assessed as fold flow opening. Observed an opening assessed as surgical damage. As per the investigation procedure creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.